Manufacturer narrative:
Analysis found overheating from low speed at 75,000 rpm. Information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a during the preparation the handpiece motor overheated and kept overheating afterwards. There was no patient involvement. Additional information received that overheating took place after one minute.